Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, --11.5/+3.0/074 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue on the product. Visual inspection found that the haptic was torn and broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).